Manufacturer narrative:
(B)(4). The returned catheter was tested and passed electrical test, temperature bath test, generator test, patency and flow rate test, deflection test and for visual characteristics inspection. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not been confirmed.

Event description:
It was reported that during an a-fib case, it was noticed that the patient's blood pressure dropped. The physician used x-ray and the boston scientific ice catheter to confirmed pericardial effusion. A pericardiocentesis was performed. The patient was admitted and was hemodynamically stabilized. Event was noted to be possibly procedure related. Also stated that the bwi devices used during the procedure was reported to be performing normally, and no indication to be the cause of the effusion.

Manufacturer narrative:
Analysis is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); lasso 2515 nav variable catheter, model #: d-1290-01-s, lot #.: 15368616l. (B)(4).